Manufacturer narrative:
(B) (4). Myocardial infarction.

Event description:
Event was identified by the clinical events committee and deemed to be consistent with an mi. An endeavor rapid exchange (rx) drug-eluting stent was implanted in the proximal lad to treat the target lesion. It was reported that an mi occurred one day post stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available. At 1 month, 6 month, 1 year, 1.5 year and 2 year f/us pt was asymptomatic / free of symptoms.